Manufacturer narrative:
Combination product: yes. (B)(6) 2026 lead capped. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise was reported on this rv lead. Per md, detection counters were increased. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.